Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced asystole and the patient was admitted to the hospital. Upon device interrogation, the implantable cardioverter defibrillator exhibited undersensing during episodes of ventricular fibrillation. High voltage therapy was not provided due to the undersensing. Programming changes were suggested. No programming changes were made. The patient remained intubated and unresponsive.